Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark company representative and distributor), and h6 (medical device problem code- replace 1183 with 1408). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of vertical lines on the endoscope octagonal screen was not confirmed. Based on the results of the investigation, the presumable cause and root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had vertical lines on the endoscope octagonal screen. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with continued use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.